Event description:
It was reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer confirmed that standard troubleshooting steps, including using the tandem charging cable and wall adapter, and trying a different charging cable, did not resolve the issue. Tandem technical support decided to send a replacement charging cable and wall adapter, advising the customer to contact a medical professional for backup insulin therapy if necessary. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.